Manufacturer narrative:
Due to character limit in e1 full initial reporter's name: (B)(6). Updated fields: b4, g1, g3, g6, h2, h6, h11 corrected fields: h11.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1, e3, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were unable to duplicate the failure. However, the pink lines were present and the top level display was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during check, cardiosave intra-aortic balloon pump (iabp) had EKG lines not coming, pink lines on display. There was no patient involvement.